Event description:
It was reported cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician completed the transseptal puncture and then positioned the was in the laa of the patient. The physician attempted to aspirate the was and perform a back bleed before continuing the procedure, however they were not able to do this. The physician believed that this was due to a perforation of the posterior wall of the atrium. The patient remained stable with no pericardial effusion noted, no drop in blood pressure and a heart rate within normal rate. The physician made the decision to have the patient undergo open heart surgery. During surgery the was removed from the patient and the laa of the patient was clipped. The patient did well in surgery and is expected to make a full recovery from this event.